Manufacturer narrative:
(B)(4). Catalog #: igtcfs-65-jp-jug-tulip. Similar to device under 510(k) k090140. (B)(4). Summary of investigational findings: investigation of returned device confirms that sheath is penetrated. Filter appears fine. Under normal conditions the sheath is strong enough to accomplish the procedure, but it is seen before that the sheath may kink if somehow exposed to excessive force due to tortuous anatomy. If the filter is advanced through a kinked/severely curved sheath, the filter legs may be prone to exceed the sheath wall. No evidence to suggest that this device was not manufactured according to specifications. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: the device was inserted from right jugular vein. When the physician was advancing the filter below the renal veins as labeled, resistance was encountered on the way. It was confirmed that the filter leg perforated the sheath. The device was replaced with another igtcfs-65-jp-jug-tulip and the procedure was completed. Patient outcome: there have been no adverse effects to the patient.